Event description:
Allegedly, patient had 36mm long lineage head dissociate from size 50mm shell. Upon inspection, neither the shell lock ring nor the head showed any evidence of lock ring failure. Spoke with morgan bell regarding.